Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrode is missing a section of its body from use. The remaining electrode is deformed. The pins in the connector are slightly bent. A functional evaluation of the device found that the device was plugged into the controller and registered settings (1,7). The wand had no issues producing plasma with its remaining electrode or activating coag. The damage to the connector did not prevent functionality. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: additional information on b5 & h6 (health effect - impact code).

Event description:
It was reported that, during a right ankle talofibular ligament repair, the metal wire of the tristar 50 wand broke. All broken pieces were removed using tweezers. Surgery was completed with a smith and nephew back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. The patient's status is fine.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, the metal wire of the tristar 50 wand broke. Surgery was completed with a smith and nephew back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.